Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in ER after receiving an alert for non-sustained lead noise episode. No noise was observed. Device will be reprogrammed and patient will be monitored.